Event description:
It was reported that an aq2003v silicone three piece lens was received with a haptic missing. The lens was not used and there was no pt contact.

Manufacturer narrative:
Eval: a work order search was performed on the serial number and there were no similar complaints found within the work order.